Manufacturer narrative:
Investigation summary: six photos were received and evaluated. Four photos showed a 10ml syringe (p/n 309605) filled and labeled with succinylcholine chloride. The syringe was also capped in the four photos. Two photos showed an enlarged view of the syringe. A black particle seen extending from the 2ml numeral. It was unable to be determined from the photo if the foreign matter was embedded or loose inside the fluid path. A physical sample is needed for a more thorough evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since root cause could not be defined, corrective actions are not necessary at this time. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: it was reported by the pharmacist that a black spec was found inside the syringe.